Event description:
The customer reported that erratic cardiac troponin (accutni) results were generated from two access 2 immunoassay systems for two patients. This report represents the erratic accutni results generated for one patient from an access 2 immunoassay system with serial number (B)(4). The initial accutni result was within the normal reference range, however was repeated on the same instrument and recovered higher and within the risk stratification range of the assay. It is unknown as to which patient result was regarded as valid by the customer. The erratic accutni results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was a fresh, serum sample. The sample was centrifuged at eight thousand revolutions per minute for three minutes prior to testing. The sample was not low volume and was not lipemic, icteric, or hemolyzed. Instrument assay performance information was not provided by the customer. Additional patient assay results were provided by the customer but were not questioned as part of this event.

Manufacturer narrative:
Service was not dispatched to the site for this issue. This issue was identified retrospectively as part of investigation of another linked event. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2012-01630, 2122870-2012-01634.